Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the capnography port is broken and does not work. It is unknown if the device was in use at the time of the event, however no patient or user health consequences or impact were reported.